Event description:
It was reported that the device broke.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken piece on the blade could be confirmed. Based on the investigation, the root cause high force application was attributed to a user related issue. The investigation of the returned device showed clear characteristics that the plier had been used for cutting a hard cylindrical object (round break-out of material) like a wire. The pliers are intended to cut titanium implant plates. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the device broke.